Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: roux-en-y. According to the report: during use, the active blade was broken; however, the piece was retrieved. There was no bleeding, no tissue damage, and no operating room time extension greater than 30 minutes.